Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during knee replacement surgery, the suture was broken without any external force, that resulted to delay of operation. The surgeon then used another device to resolve the issue in order to complete the case. The surgical time was extended for about 10 minutes due to the device issue. There was no patient injury.